Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump produced no audible sound, as the user and agent confirmed that volume was on, the device was restarted, and the pump was placed on a charging pad without any sound, consistent with a low audible alarm issue involving the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed consistency with a known interferent affecting alarm audibility, aligned with a low audible alarm device problem and the speaker/sounder component. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.